Event description:
It was reported that on (B)(6) 2024, an unknown navitor valve was implanted successfully. No pre-dilatation was performed. On (B)(6) 2024, the patient returned with a moderate perivalvular leak. On transesophageal echo, the leak was 8 x 4 mm. Patient was experiencing exacerbation of congestive cardiac failure and chronic kidney disease. The leak was plugged utilizing an off-label 10mm amplatzer vascular plug ii, along with balloon annular valvuloplasty to expand the valve. In the physician's opinion, the leak was caused by calcification resulting in valve not implanted with sufficient depth.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the device history record could not be performed as no device information was provided. An event of perivalvular leak (pvl), patient device interaction problem, heart failure, and renal failure was reported. Based on all available information, the reported pvl and patient device interaction problem appear to be related to procedural conditions (calcification and implant depth). The reported heart failure and renal failure are related to the pvl, per case details. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.